Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Analysis was unable to verify communication anomalies due to blank display. The insulin pump was received with partially broken off battery tube area, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, severely faded end cap address label, corrosion in battery tube and cracked battery tube threads (loose).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery compartment was cracked. Insulin pump stopped functioning even after battery change. Customer's blood glucose was unknown. Insulin pump would need to be replaced.